Event description:
Event description guidant received information that this lead, which was implanted on may 30, 2005, displayed an impedance measurement of greater than 3000 ohms and sensing and pacing threshold measurements were unable to be obtained. An invasive procedure was performed and a lead fracture was observed approximately one centimeter away from the suture sleeve fixation point. The proximal portion of the lead was explanted and discarded, the distal portion was surgically abandoned, and the lead was successfully replaced.